Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a myosure procedure on (B)(6) 2026, that from the beginning of the procedure the physician had poor visualization. The physician began with a myosure and resected a small portion of fibroid. The physician still did not have a good visualization and wanted to feel around the cavity, so the physician used a curette to do so. The anesthesiologist alerted the physician that the patient's blood pressure began to drop. The physician elected to open the patient's abdomen and discovered that the patient was hemorrhaging. The patient was then taken to the intensive care unit (ICU). The patient was not needing to be transferred and is healing and being monitored. No other information is available.